Event description:
On (B)(6) 2012, during a call to animas customer support, the patient's wife reported that on 1 or 2 occasions in the past (dates not recalled) the patient had found insulin leaking into the cartridge compartment. The patient's spouse nor the patient could recall any specific regarding the patient's blood glucose values at the time he became aware of the issue. The patient's spouse informed customer support that there was no evidence of leaking ever found at site or on tubing. The subject cartridges that potentially leaked were no longer available. Customer support was unable to capture the lot # or expiration date of the subject product.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.